Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a surgical procedure while using the right angle cutting loop electrode, the yellow plastic insulation cover of the electrode detached from the electrode and fell off into the pt. This happened 3 times with 3 different electrodes from the same lot. A loop from a different lot was used to finish the case. Pieces were taken out with no harm to the pt.